Manufacturer narrative:
Investigation summary: one sample was received in a bag. Four (4) pictures were provided and reviewed. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according, inspection procedure md01-003 rev 004. Per visual inspection, it was detected that the connector is separated from the suction line. The disconnection issue was confirmed. The occurrence of this failure condition is caused by the tube not being submerged properly in solvent dispenser or a dispenser with low level of solvent was used. The failure mode will continue to be monitored and if a trend is identified an investigation will be open.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blue part of the tip of the suction line was removed and was attached to the tube instead of the cap. This occurred during patient use, but no patient adverse or harmful effects was reported. The sample is available for return. There was no disinfection or sterilization, and no infectious disease occurred.